Event description:
Dealer states motor assembly came apart while end user operating.

Manufacturer narrative:
Follow-up call: end-user allegedly was taking a turn and motor/gearbox detached and end-user fell and scraped elbow. No medical intervention was sought.